Event description:
Customer tested blood glucose at 10:30pm and received a result of 158mg/dl. The customer felt low and was shaking. 911 was called and they tested and received a result of 19mg/dl. The customer was given an IV and taken to the hospital. Pt was given dextasat at the hospital. Glucose controls were expired. A request was made for the return of the suspect device and replacement product was sent.